Event description:
The st. Jude medical rep phone to report that the device was in hardware reset mode. The pt reported having received a number of therapies. The physician initially opted to leave the device implanted as a study determined that the pt may not have needed the device. The pt was reportedly symptomatic in 2006. The pt was asystole and as a result, the device was explanted and will be returned for analysis.

Manufacturer narrative:
.